Event description:
It was reported that when used the ultra fast-fix, it successfully stripped off t1 but failed to strip off t2. No patient injury was reported.

Manufacturer narrative:
One 72201491 ultra-fast-fix needle delivery system device received. The product was used for a ¿meniscus repair¿ procedure. The complaint reads: ¿the ultra fast-fix, successfully stripped off t1, but failed to strip off t2¿. The blue split cannula was not returned. The depth limiter was not returned. T1, t2 and suture are located within the needle track. Visual inspection shows t1 repositioned partially into the needle track. The device is in good condition. The actuator and advancement lever have not been pushed fully forward by the user yet. T¿s cannot be stripped off until positioned to do so. Functional test was successful after the advancement button was fully forwarded into proper location. T2 situated itself at the tip of the delivery needle and was successfully stripped off with barely a tug of the suture. No mechanical issue was found for the device returned. T2 performed as intended. No root cause related to the manufacture of the device was established.